Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 1. The home patient (hp) was connected at the time of the alarm. The hp indicated that the supply bag fell and disconnected. A technical service representative (tsr) reviewed proper procedures with the hp. The hp planned to restart therapy using new supplies and to contact their registered nurse (rn) about the air. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a supply bag disconnecting is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.